Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could feel jumping over the device implant pocket. The physician noted this jumping feeling to be pocket stimulation. The device remains in use. No further patient complications have been reported as a result of this event.